Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, there was no allegation of malfunction of the device. Based on the information received the cause cannot be conclusively determined; however, surgical technique likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 21mm aortic valve was explanted at implant due to sizing and ventricles not beating. The explanted device was replaced with a 19mm valve due assumption that 21mm valve could have partially occluded the left main coronary ostium. The 19mm valve was implanted with the sutures placed farther away from the coronary orifice of the left main. The valve appeared to seat well and cor-knot was used only in the areas of the noncoronary and right coronary leaflets insertion. The ventricles still did not beat after the 19mm valve was implanted. Patient was placed on ECMO. Because of the lack of reversal of heparin and protamine, the patient required quite a bit of autotransfusion to maintain the pressure in the 80 mmhg range. The patient was returned to recovery room, cv ICU without any heartbeat and again with the pacemaker unable to capture any beats. The patient expired due to cardiac arrest.